Event description:
Customer was admitted to hosp for low blood glucose. Customer stated he has been hospitalized 4 times with low blood glucose while using this pump. Customer is returning ppump due to e21 after battery change. Unable to continue troubleshooting.